Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported it was discovered that the hospitalization and withdrawal was unrelated to the device, infusion therapy or procedure.

Manufacturer narrative:
Product ID 8781 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
An adverse event that resulted in in-patient or prolonged hospitalization was reported. The medications used within the system were dilaudid, clonidine, baclofen, and bupivacaine. The patient reported they were having problems with their pump therapy. They reported since the pump was replaced, they experience episodes of going through withdrawals and ¿then sometimes not¿. The patient stated they had not had a refill yet, but they did make their healthcare provider aware. The patient stated they thought they had an appointment in the next week or two, but they were unsure of the date of their next appointment. The patient stated they had memory issues and reported their wife handled the appointments. The patient noted the medications used within the system were morphine and another unknown drug, though previous information indicated the medications were dilaudid, clonidine, baclofen, and bupivacaine.